Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if any further issues arose.